Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: it is stated in event report 'during the use, the "wires" detached from the needle.' Confirm the total qty of needle-sutures eaches involved with detachment during the procedure? They didn't know if all the sutures (10) are involved into the same surgery. Any sample available to be returned for evaluation? Impossible to recover the complained sutures. The other sutures with the same lot# are available in the pharmacy. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent unknown procedure on (B)(6) 2018 and suture was used. The wire detached from the needle during use. A same like device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # pc-000212474 date sent to the FDA: 08/6/2018. Additional information was requested and the following was obtained: we are not able to identify if all 10 sutures were broken during the surgery and if they were used in different surgeries too. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Pc-(B)(4). It was reported performance pull off suture needle. An opened box with twenty-six unopened samples were returned for analysis. The issue sample was not received for evaluation. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened and the swage and attachment area of the needles were as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no attachment defects were found, and the tested samples met the finished goods requirements.